Event description:
Customer reported a prior event of high blood glucose levels, with the highest being 526 mg/dl. Cause was not known. To address the issue, the customer administered a correction injection using multiple daily injections. Recommendation was made to consult a healthcare provider in regards to diabetes management.